Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All components were removed and replaced with a new aus. No patient complications were reported in relation to this event.